Event description:
A malfunction alarm identified as "malf 1" was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the caller with resetting the pump, but the malfunction code recurred. As a corrective action, a replacement pump was arranged for the customer. The caller was instructed to use an alternate form of insulin therapy in the meantime and was guided on how to put the pump into storage mode before returning it. The customer understood the instructions, and the malfunctioning pump was to be returned using a pre-paid label.